Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24feb2020.

Event description:
It was reported that the ventilator was not secured to the stand. There was no patient involvement. The service engineer (se) inspected the device. The se found the thumbscrews were damaged and confirmed the unit was not secured to the stand. The se replaced central processing unit (cpu) cover, feet, and thumbscrews to address the reported issue.